Manufacturer narrative:
Bleeding events are not an unexpected consequence of urological procedures involving needle deployments in the prostate. Of note, significant bleeding has been reported in up to 1% of patients receiving needle biopsy of the prostate (reference: brullet et al. "Massive rectal bleeding following transrectal ultrasound-guided prostate biopsy", endoscopy 2000; 32(10):792-5.) Note: this report is being re-submitted due to a system error that was recently discovered. The report was previously filed in the specified timeframe but the emdr system had incorrectly accepted this report via a test environment and not the production environment. As such, the report was not properly filed. A help desk ticket has been opened with both the electronic gateway system help desk (ticket 65586), as well as the emdr help desk (csh-7328). This note is intended to capture the issue and is being added to this report per help desk recommendation for future reference.

Event description:
A patient was treated successfully with a prostatic urethral lift procedure on (B)(6) 2016 and was discharged with a catheter due to operative hematuria; catheter was removed 1 day post-op. 2 days post-op, patient complained of hematuria, and 6 days post-op,patient underwent transurethral electrocautery. On (B)(6) 2016, patient presented again with hematuria. Physician conducted a partial transurethral resection at site of bleeding, removing one of the implants. Hematuria resolved and patient is said to be doing well under the routine care of his physician.